Manufacturer narrative:
Unit received with critical pump error, problem isolated to electronic assemblies.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call the insulin pump alarmed critical pump error. Customer blood glucose reading was 129 mg/dl. Troubleshoot was not performed. The insulin pump screen had critical pump error and red x. The insulin pump will be returned for analysis.